Manufacturer narrative:
During follow up it was determined that the customer was hospitalized for elevated bgs. Pump data was reviewed and there was no evidence of pump or hardware malfunctions. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer was treated with intravenous fluids/ insulin drip and released after 3 days (on (B)(6) 2015).